Event description:
The customer called and reported that a button on the insulin pump was continuously scrolling. The customer's blood glucose was 118 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.